Event description:
The customer stated that he was hospitalized due to high blood glucose levels, and feels that the insulin pump is not working properly. The customer stated that he has been having problems ever since his hcp made changes to the bolus wizard settings. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test but there was no tubing clamp for the high pressure test. Offered to check the bolus wizard settings, but the customer declined at this time, and stated he would speak with his doctor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.